Manufacturer narrative:
Device: ventricular perforation. The device has not been returned to edwards for evaluation. Follow up attempts are in progress to obtain the device and further information. Should the device is returned or additional information becomes available, a supplemental MDR will be submitted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. As reported, the device was alleged to have caused the ventricular perforation, which required the explant at implant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic valve was explanted at implant. Through investigation it was learned the reason for valve explant was due to left posterior ventricular perforation related to the stent post of the valve. The valve was explanted to repair the perforation and a mechanical valve was implanted in replacement.